Manufacturer narrative:
A specific cause for the reported driveline infection could not be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was readmitted (B)(6) 2017 for 1-2 days of generalized weakness, lightheadedness and black drainage in driveline. A driveline debridement was recommended however patient declined surgical intervention as he felt the condition was improving and was discharged on 10 day course of augmentin.

Manufacturer narrative:
The patient's date of birth was not provided. The initial onset of driveline infection was captured under MFR report number 2916596-2017-02679. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was readmitted on (B)(6) 2017 due to ongoing driveline infection. The patient continued to have some mild tan purulent drainage and some tenderness around the driveline exit site. The white blood count was 12 on admission and the patient was afebrile. The patient was started on empiric vancomycin and zosyn. The wound and blood cultures were negative. A CT scan showed decrease in inflammatory changes adjacent to the device compared with prior CT scan, there was no drainable fluid collection. The surgeon recommended driveline debridement; however, the patient declined surgical intervention as the patient felt that their condition was improving. The patient was discharged on ((B)(6) 2018) a 10 day course of augmentin. The patient was made aware that if antibiotics were not effective, surgical intervention will be the next step.